Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: hemostasis could not be performed completely. A new instrument was opened to complete the hemostasis. Investigation summary: the device was returned with the tissue pad damaged, melted, not all present, and a missing portion was returned. The tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. No alert screens or hemostasis controllable issues could be identified at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4); batch #: u93k5u. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device, and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, while cleaning the device, the white tissue pad fell off. Therefore, appropriate usage was no longer possible. The generator also had a, "reduce pressure on blade" alert screen. There were no patient consequences.